Manufacturer narrative:
Date of event was approximated. Device evaluated by MFR: returned product consisted of the zelantedvt thrombectomy catheter. Only the catheter was received; the pump assembly, and the effluent and supply lines were cut-off and not returned for analysis. The shaft and tip were visually and microscopically inspected. Inspection of the device revealed that the transition between the proximal and outer shafts was separated (10.4cm proximal of the tip) with the inner lumen and hypotube kinked in the same location. The separated ends were jagged, indicating that there was force applied before the separation. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device broke. An angiojet zelantedvt catheter was selected for use and was noted to have came apart. No patient complications were reported.

Manufacturer narrative:
Date of event was approximated. Device evaluated by MFR: returned product consisted of the zelantedvt thrombectomy catheter. Only the catheter was received; the pump assembly, and the effluent and supply lines were cut-off and not returned for analysis. The shaft and tip were visually and microscopically inspected. Inspection of the device revealed that the transition between the proximal and outer shafts was separated (10.4cm proximal of the tip) with the inner lumen and hypotube kinked in the same location. The separated ends were jagged, indicating that there was force applied before the separation. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device broke. An angiojet zelantedvt catheter was selected for use and was noted to have came apart. No patient complications were reported. It was further reported that there was no patient harm or complications. The procedure was completed using a new product to treat the lesion.